Manufacturer narrative:
The pump was returned to animas and investigated on 01-jun-2018 with the following findings: the pump¿s black box showed unexplained pump reboot events from (B)(6) 2018. The battery compartment was found to be cracked. The battery cap had stripped threads and was unable to maintain an electrical connection. A test battery cap was able to fit to maintain an electrical connection. The pump was exercised for 24 hours with the test battery cap with no power issues duplicated. The recorded total daily doses of insulin correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. Unrelated to the initial allegation, the cartridge compartment was cracked and the display screen was dim and discolored.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of vomiting. The patient self treated with insulin injections. The reporter stated that the pump was intermittently powering off, and that the battery cap would fall off. The patient was unable to tighten the battery cap properly to the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of a power issue.